Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event is confirmed, cause unknown. Evaluation of sample noted: the reported event is addressed within the labeling as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter ". 6. Use only the purewick urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks. Separated housing. Not suctioning properly or no suction. Damaged power cord. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that they did trouble shoot lid test-passed, lot# 20240009, t/s w/water in 30 secs pulled almost to 200 ml around 100 ml-failed. Troy pt husband's and auth caller, need to order a new machine is gone out. Did not know it had a warranty ft 459254, purchased pw100set (B)(6) 2022, under warranty. Machine runs 24/7 pads getting wet. He did water trouble shoot pulling slow doesn't have the suction she used to have. Working about 50 instead of 100 percentage like it used to. He tried couple wicks still did not work. Failed the water test sending replacement accessory kit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue. Per husband, via phone on (B)(6) 2025 it was reported unit did not suction after the kit was replaced. Rep did ts - water test and failed.

Event description:
It was reported by the patient that they did trouble shoot lid test-passed, lot# 20240009, t/s w/water in 30 secs pulled almost to 200 ml around 100 ml-failed. Troy pt husband's and auth caller, need to order a new machine is gone out. Did not know it had a warranty ft 459254, purchased pw100set 10/28/2022, under warranty. Machine runs 24/7 pads getting wet. He did water trouble shoot pulling slow doesn't have the suction she used to have. Working about 50 instead of 100 percentage like it used to. He tried couple wicks still did not work. Failed the water test sending replacement accessory kit. Used with female wicks. Unclear if medical intervention was provided. No additional information provided. Troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.